Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse observed that the machine was not showing the mains voltage supply indicator. The unit was turning on. Both batteries were completely discharged. The fse opened the cart module and found that there was no output voltages on the cart bulk power supply. The fse replaced the cart bulk power supply and the ac power cord reel. The fse successfully performed all functional and safety checks. The iabp was given to the customer and cleared for clinical use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) unit is not displaying the main supply indicator. There was no patient involvement.